Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Handle tip is damaged and will not fit into pin guide. Examination of the returned device confirms damage to the tip on all sides. It appears the device was either gripped very hard or impacted at the tip. The root cause is misuse. Corrective action not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Handle tip is damaged and will not fit into pin guide.